Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported, that the hardening of the bone cement was faster than usual. It hardened in about four minutes. Another product was used to performed the surgery. It took a few minute to take a new product. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported, that the hardening of the bone cement was faster than usual. It hardened in about four minutes. Another product was used to performed the surgery. It took a few minute to take a new product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.